Event description:
A surgeon reported that five weeks after a glaucoma filtering shunt was implanted, it was noted to be touching the iris. Two months later, the shunt remained in contact with the iris and the patient's intraocular pressure (iop) was increased. The patient was started on three different glaucoma eye drop medications. At the seven month postoperative visit, the iop remained increased and the shunt was noted to be within the iris tissue. A yag laser and argon laser were used to treat the tip of the shunt in an effort to clear the iris tissue away from the shunt. During the fourteen month postoperative visit, the shunt was still noted to be in the iris tissue. The surgeon used the yag and argon lasers to reform the drainage angle in the eye. One of the glaucoma medications was exchanged for a new glaucoma medication. Three months later, the shunt remained in the iris tissue and the iop continued to show an increase. The shunt was explanted and an alternative glaucoma filtering device was implanted. The patient was noted to be recovered approximately six weeks later.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been four other similar complaints reported in the lot number. Zip code is not indicated at this time. (B)(4).